Event description:
The customer reported that the hospital staff noticed that the cic was not functioning (no alarms and blank screen). This was the only cic in the care unit, and was supporting bedside and telemetry patients. Bedside monitors continued to function. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.